Event description:
The affiliate reported a customer who reported leaking cidex opa. No potential patient injury information was submitted. Additional information requested.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The affiliate did not provide any information. Additional information has been requested.